Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) noted a general loss of length in their penis after implant and has difficulties to achieve climax. The patient believes the climax issue is related to their multiple sclerosis. Patient reached out to boston scientific to recommend a physician in their area.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.